Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. The user reported the cannula was not inserted correctly into the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the hospital for high blood glucose (bg) levels. Symptoms reported include dehydration. Patient was treated with intravenous and patient tried to stay with their family doctor. The patient had large ketones, felt nauseous and also thirsty. Patient's mother states that they used the background basal program and when they needed to do corrections they used the manual injections. They checked the cannula by pulling the adhesive backing off the insertion site and then they took a look at the cannula and they saw that the cannula was outside of the skin. They do not use the pdm because the pdm does not go higher than 500 mg/dl and the patient¿s bg levels were around the 600 mg/dl. They also stated that there was some pain.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to an improper insertion of the cannula, a failure of the pod to deliver insulin, or the reported high bg (blood glucose) levels. The received device had the cannula assembly fully deployed. Although no abnormalities were observed, a root cause for the reported event could not be determined.